Event description:
During a recanalization of a patient's occluded iliac artery, a crosser 14s catheter was noted to be prolapsing during use. The device was removed and inspected. During removal, resistance was felt when the tip of the crosser 14s catheter was at the mouth of the introducer sheath. Once removed, casual inspection revealed the tip of the catheter was missing. It is suspected that the tip of the product fractured during use, the secondary measures to keep the product intact were caught on the edge of the sheath, then broke as the physician continued to pull on the catheter and the tip was left in the patient's leg. It is assumed that a device fragment remained in the patient, however, no attempt by the physician was made to confirm this. Recanalization of the occluded vessel was successful. The patient was followed up at an office visit on (B)(6) 2008 and was doing well. There was no evidence or symptoms related to the event.